Event description:
A patient's blood glucose was tested at 3:12am and the result was 118mg/dl. The patient was later found unresponsive. A lab was performed with a result of 99mg/dl at 5:49am. The patient was tested again at 7:06am and the result was 99mg/dl the lab result was 19mg/dl. The patient was given d-50, oral glucose and an IV. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.